Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the instrument log for the fbf instrument (part #471205-17; lot #k12210809 0236) associated with this event has been performed. Per the logs, the fbf instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 6 remaining usable lives with no subsequent use recorded. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, there was bleeding from unspecified tissue and the fbf instrument was initially used to stop the bleed. The procedure was subsequently converted to open surgery to control the bleed. The amount of bleeding was not provided by the customer. Although the site's robotics coordinator indicated that the bleeding had nothing to do with the use of an isi product and the cause of the bleeding had nothing to do with the da vinci procedure, the cause of the intra-operative complication is unknown.

Event description:
During a da vinci-assisted sigmoid colectomy procedure, there was bleeding from unspecified tissue and the fenestrated bipolar forceps (fbf) was initially used to stop the bleed. The procedure was subsequently converted to open surgery to control the bleed. Intuitive surgical, inc. (Isi) followed up with the site's robotic coordinator and obtained the following information: there were no issues during system set-up, no system malfunction, no issues with port placement, and no errors seen. The robotics coordinator indicated, "the blood loss had nothing to do with the use of the isi product. No information is available about from what tissue was the bleeding observed, also no information on hand about the amount of blood loss and the source of the bleeding. The cause of the bleeding has nothing to do with the da vinci procedure. No information available whether there were any blood transfusions administered or not." Patient demographic information was enquired but not provided by the customer. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 6/21/2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the fenestrated bipolar forceps: isi has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate the customer reported. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No broken or frayed cable was found. Manual input of the disk knob exhibited intuitive motion. The instrument was placed and driven on a da vinci in-house system. The instrument passed the recognition and engagement tests. Several xi cannulas were used with no issues advancing the instrument. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip bumper test passed as well. Instrument was removed from system arm without issue or interference. No use of the emergency release kit was needed as experienced at the customer site. No trouble found during in-house testing.